Event description:
The customer received blood glucose readings of 160 and 168mg/dl on the contour usb meter, re-tested on the contour next link meter and the reading was 350mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting.